Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was flipping inside the pocket. It was confirmed by x-ray that it has been sitting perpendicular to the skin surface all the time. The patient underwent a revision procedure wherein the pocket was revised and the ipg was replaced with alpha prime for all of its capabilities. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility. No device malfunction was suspected.